Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose and a bent cannula. The customer's blood glucose was over 400mg/dl, current reading was 228mg/dl. Customer declined high blood glucose troubleshooting. The customer was advised a set will be replaced.